Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off by itself could not be duplicated. Ventec downloaded the device¿s electronic records (system logs) for analysis where it was confirmed that the device had experienced an unexpected reboot event. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the issue to be the ift.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had powered off unexpectedly during use. A family member of the patient was able to power the device back on. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.